Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. A review by a clinical consultant confirmed crack/fracture, osteolysis and off label use involving the exeter stem was noted. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report. It noted: the returned device. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior and medial surfaces of the exeter stem. Nothing remarkable was observed on the lateral surface of the stem. The damage observed on these surfaces is consistent with damage resulting from cement mantle break down and explanation damage. The fracture surfaces associated with the exeter stem and neck. The material analysis concluded that: the exeter stem fractured in fatigue with the origin at or near the prehension hole side wall. Post fracture abrasion obscured the morphology of the origin, so nothing further could be learned of the cause of the origin. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant noted: there is some osteolysis around proximal stem section and more radiological demarcation at stem-cement interface in distal area. Heterotopic ossifications brooker grade-3 after revision surgery for a previous failed mom device has caused an overload condition in the joint space due to mechanical interference with joint functionality similar to bony impingement. Fatigue stress accumulated ending in a neck fracture requiring revision. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: heterotopic ossifications brooker grade-3 after revision surgery for a previous failed mom device has caused an overload condition in the joint space due to mechanical interference with joint functionality similar to bony impingement. Fatigue stress accumulated ending in a neck fracture requiring revision. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The representative reported on behalf of the surgeon that a patient underwent revision of an exeter stem which had allegedly fractured at the neck. Update: patient was standing in a post office on the 19/12/15 when he suddenly felt his left leg give way. It was initially suspected that he had a stroke but an x-ray revealed a broken exeter stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The representative reported on behalf of the surgeon that a patient underwent revision of an exeter stem which had allegedly fractured at the neck. Update: patient was standing in a post office on the (B)(6) 2015 when he suddenly felt his left leg give way. It was initially suspected that he had a stroke but an x-ray revealed a broken exeter stem.